Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where patient experienced hyperglycemia and having issues with the transmitter did not alert eventually. Also the battery on the transmitter appears to not hold charge. Patient is having severe glucose variability that is going undetected due to her eversense.

Manufacturer narrative:
Per case notes, the customer was given alerts for hypoglycemia and hyperglycemia events. The system operated as expected. No further investigation is needed. H6 result code updated to 213. H6 conclusion code updated to 67.